Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 44000, indicating, "waring, application not found." The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: device received on 7/31/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The complaint was replicated. The problem was related to a software update issue.